Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified higher reading when scanning the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2019, the customer self-administered 18 units of insulin, "lamocregin," based on the higher readings and had symptoms of hypoglycemia, shakiness, and dizziness. The customer called their hcp and received unspecified "help" from their friend as a treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed sensor plug and inspected sensor plug assembly and no failure mode observed. Sensor was inserted into simvivo test fixture, linearity test performed, and all results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported unspecified higher reading when scanning the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6)2019, the customer self-administered 18 units of insulin, "lamocregin," based on the higher readings and had symptoms of hypoglycemia, shakiness, and dizziness. The customer called their hcp and received unspecified "help" from their friend as a treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.